Event description:
It was reported that during an unk procedure, the device was unable to be reloaded. The reloads would not fit. They used a second like device to complete the case without incident to the pt.

Manufacturer narrative:
Evaluation summary: the analysis showed the device was received in good visual condition and with no cartridge present, however, a cartridge pan was found lodge backwards inside the channel. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it is possible that the cartridge was not properly loaded into the device, if the cartridge is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the cartridge. In addition, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.